Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that during patient monitoring, the screen went blank and then a solid red x in rfu indicator, single chirp, shows a pixelated screen, unresponsive to any controls. The customer is requesting that the device be returned for bench repair. It was reported that the alleged failure was observed while in use on a patient. However, no adverse patient impact was reported.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was confirmed during lab tests. Tests confirmed a solid red cross along with slow boot up and no access to service. Failure was located to defective flash memory (B)(4).

Manufacturer narrative:
The repair bench ordered a replacement processor pca, however, there is a global parts hold. Once the part is received, the device will be returned to the customer.

Event description:
It was reported to philips that during patient monitoring, the screen went blank and then a solid red x in rfu indicator, single chirp, shows a pixelated screen, unresponsive to any controls. The customer is requesting that the device be returned for bench repair. It was reported that the alleged failure was observed while in use on a patient. However, no adverse patient impact was reported.